Manufacturer narrative:
Additional information b5: it was reported that a spectrum iq pump overinfused multiple times with new tubing during preventive maintenance testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, the reported problem "fails flow rate accuracy test" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow accuracy testing in the biomedical service department. There was no patient involvement. No additional information is available.